Manufacturer narrative:
The pod was received with the cannula undeployed. No problem was found that would indicate the device deployed early. A hazard alarm was generated by the pod, and the bottom battery was observed to have less than the expected amount of voltage in conjunction with this alarm. The exact cause of the hazard alarm could not be conclusively determined. Correction: (device available for eval: yes, date returned to mfg: 4/15/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod . Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle deployed early and the blood glucose (bg) levels said high. Her bg was 308mg/dl when she changed the pod at 1:21am. The pod was not worn. The patient's blood glucose history is as follows: (B)(6).